Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy, and a replacement pump was sent by technical support. The company provided storage instructions for the old pump and arranged for its return, while ensuring the customer understood the steps needed for using the replacement pump.